Event description:
The complainant reported that the vaxcel pasv PICC had been therapeutically implanted in a male pt (date of implant unk). In 2007 the nurse found the pt in his chair with the catheter detached from the device. The clinicians were unsure how the catheter had become detached. The clinicians then placed a clamp on the catheter and a guidewire was used to remove the remainder of the device from the pt. The complainant reported that no migration of the catheter had occurred, and no pt injury was noted. Another device was then successfully implanted in the pt. There was no adverse affect on the pt as a result of the reported malfunction. Please reference the attached user medwatch report.

Manufacturer narrative:
The complainant reported that the device at issue in this complaint would not be returned for evaluation, consequently, at this time, we are unable to determine if the device met specification, and we are unable to determine the relationship between the device and the cause for this event. The may 2007 15-month piccs valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted, and no data point exceeded the complaint alert limit. The device history record is pending and should any relevant info be obtained, we will submit a supplemental report.